Manufacturer narrative:
An internal investigation was performed for a false positive result (0.69 ug /l) in association with the vidas® troponin I ultra (tniu) assay ( ref 30448, lot 1006825110 / 190922-0). A review of quality records showed nocapa nor non-conformity linked to the customer's issue recorded on vidas tniu lot 1006825110, and no anomaly during the manufacturing, control and packaging product of the lot. Only one complaint recorded on lot 1006825110 for the same issue. A study of internal samples control charts was carried out on six internal sera tested (target : 1,47 g/l, 1,58 g/l,1,80 g/l 2,09 g/l, 3.53 g/l, 11,3 g/l) on six lots including the customer's batch. All results are within specifications, and the customer's lot is in the trend of the other lots. Test was performed on internal samples. The results obtained for four internals samples (target : 1,47 g/l, 2,09 g/l, 3.53 g/l, 11,3 g/l) tested in single on the vidas tniu retained kit lot 1006825110/190922-0 are in accordance with their specifications (1,28 g/l, 1.85 g/l, 3.48 g/l, 11,72 g/l). The efs (blood donors) sample tested eight times was negative with values < 0,01 g/l, no outlier value was observed internally. No reproducibility issue observed with internal samples. Conclusion: no anomaly was found during the analysis of control charts , quality data, and testing with the vidas tniu 1006825110 / 190922-0. The main hypothesis for this reproducibility issue is probably linked to a pre-analytical issue on this sample. According to the data mentioned above, the performances of vidas tniu (ref30448), lot 1006825110 / 190922-0 are in expected specifications.

Event description:
A customer in (B)(6) notified biomérieux of a false positive result (0.69 ug /l) in association with the vidas® troponin I ultra assay. The positive result was reported to the physician. The customer stated the patient remained in the emergency room until repeat test result was available; repeat testing provided a negative result (<0.01 ug/l). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated. Although product reference 30448 is not registered, or sold in the united states, a similar device 30448-01 is registered and sold in the united states.